Manufacturer narrative:
This document is associated with medwatch report (B)(4). The product was not returned. A review of the device history record was conducted. The lot met our final acceptance criteria. Several attempts have been made to obtain a copy of (B)(4). Calls were made to the offices listed below, but we have received no response to our request. (B)(4).

Event description:
User facility reports that a pt was undergoing a vitrectomy. The surgeon requested a laser probe, and was provided with an iridex 23 gauge probe. The probe worked for approximately 400 spots and then "did not work". The laser was utilized for 11 minutes total for 1202 spots. The probe was returned to user facility materials management to return to the MFR.